Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 the patient contacted the clinic and reported while in iowa, they had their pump medications replaced with saline, had therapy suspended, and was doing much better. The outcome of the event was resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for brian 7-18-19 information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded fentanyl with and unknown dose and concentration, compounded bupivacaine with an unknown dose and concentration, and clonidine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019, the patient contacted the clinic with exacerbated pain and was instructed to present to the emergency department (ed). During a computed tomography (CT) (unknown if with or without contrast) scan secondary to increased pain (suspected hyperalgesia), it was revealed the catheter had migrated one level from t6 to t5 and that there was a small amount of fluid that had accumulated at the catheter entrance site. The patient was instructed to present to the clinic for a catheter access port (cap) dye study. On (B)(6) 2019 the cap dye study revealed an intact and functional catheter. The plan was to rotate intrathecal (it) opioid. On (B)(6) 2019 they refilled the pump, rotating the it opioid from fentanyl to hydromorphone/ the pump was reprogrammed. On (B)(6) 2019 the pump was reprogrammed where the it rate was increased. The outcome of the event was noted as ongoing/unresolved. The device diagnosis was catheter dislodgement. The clinical diagnosis was fluid accumulation at catheter entrance site and suspected opioid induced hyperalgesia. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly (motor o-ring wear). The catheter was returned, and analysis found the catheter body was deformed in shape along with dislodgement allegation. All previously reported method, result, and conclusion codes no longer apply to this event.